Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this is a general comment from the physician. It was reported that during several procedures using the indeflator, air bubbles were seen in the device. The stopcock was thought to be the issue and the stopcock was removed. The procedure was continued using the same indeflator without the stopcock; however, the issue persisted. The physician then thought the issue was possibly a connection issue with the luer lock. No adverse patient effect was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.